Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the actual product was not returned, so the root cause could not be identified. Therefore, the probable cause was described based on the current information. It was checked whether the image returned by connecting to another monitor, but it was found that the component input cable was connected to the sdi input. This is an error. The problem is that the component cable was connected to the wrong input. The problem was solved by correctly placing the cable in the video of the input. The legal manufacturer reported that instead of the cv-190 having issues, that the no image output was likely due to the incorrect cable connections when combined with a third-party system.

Manufacturer narrative:
As part of our investigation, the technical assistance center performed troubleshooting with the customer via telephone. It was determined that the unit¿s cable was connected to the input. The cable was reconnected properly and the image issue resolved. The device will not be returned as the system functions as intended.

Event description:
The service center was informed that no image would display on the facility¿s cv-190. There was no report of patient involvement.